Manufacturer narrative:
Product not available.

Event description:
The user facility reported that a blade broke during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.